Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion and dissatisfaction could not be confirmed via product analysis. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced due to a possible distal erosion, and patient dissatisfaction. It was further noted that the patient was not happy with the placement of the device. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced due to a possible distal erosion, and patient dissatisfaction. It was further noted that the patient was not happy with the placement of the device. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of erosion and dissatisfaction could not be confirmed via product analysis. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted and replaced due to a possible distal erosion, and patient dissatisfaction. It was further noted that the patient was not happy with the placement of the device. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.